Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Here are some other photos of the tuohy tip deformity. These 2 needles were used by experienced anesthesiologists who feel that they did not use excessive force during placement. This kind of needle deformity looks ominous and appears that it can cause catheter placement difficulty as well as catheter injuries and shave.

Event description:
Here are some other photos of the tuohy tip deformity. These 2 needles were used by experienced anesthesiologists who feel that they did not use excessive force during placement. This kind of needle deformity looks ominous and appears that it can cause catheter placement difficulty as well as catheter injuries and shave.

Manufacturer narrative:
(B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural needle with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.